Event description:
Complaint was reported as the following: the heater is not producing alarms. It is currently unk if the product was being used on a pt at the time. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval.